Event description:
Additional information revealed that the ipg was explanted and replaced. Postoperatively, patient has effective therapy.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient's ipg was no longer able to communicate following a shoulder surgery on (B)(6) 2019. Ipg was not placed in surgery mode prior to surgery. In turn, surgical intervention may be pending to address the issue.